Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the home patient (hp) had accidentally disconnected the transfer set from the patient line, resulting in fluid draining from the transfer set. The reporter stated that the hp came in contact with this fluid. The technical service representative (tsr) assisted the hp in ending therapy. The patient was advised to notify their nurse of the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.